Event description:
It was reported that the patient had no stimulation sensation. The patient charged the implantable neurostimulator (ins) and her stimulation wouldn¿t come back on. The patient did not have any falls or trauma. After increasing the stimulation to 10.0v, the patient was not feeling anything. She normally felt stimulation in her back. The patient only had 1 program to choose from and 1 group. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-33, lot# j0220205v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0220205v, implanted: (B)(6) 2002, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6)2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).